Event description:
Facility alleges a blood leak occurred on a dialyzer 35 minutes into treatment. The blood leak was detected by a blood leak alarm, no visual blood in the dialysate. Dialysis was discontinued and blood returned to the pt; therefore no blood loss occurred. Blood pressure stable. The dialysis treatment was resumed with another dialyzer and completed with no adverse symptoms noted prior to the pt leaving the dialysis unit on 9/18/96. The next morning (9/19/96), the pt complained of headache, dizziness, and wheezing. The pt's eyes were red. The facility reported that the dialyzer involved in the blood leak incident had been discarded and there are no dialyzers from the same lot number available.